Event description:
A customer reported that a posterior capsular (pc) rupture occurred during irrigation/aspiration (I/a). The surgeon suspected burrs on the I/a tip. The customer also reported having difficulty with aspiration and suspected clogging. The I/a tips had been reused about 20 times. Additional info was requested. The physician refused to provide any additional info.

Manufacturer narrative:
A sample is being returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).